Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the author/surgeon believe that the neuwave devices mentioned in this article caused/contributed to the reported events in the article? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article title: microwave ablation of adrenal tumors in patients with continuous intra-arterial blood pressure monitoring without prior alpha-adrenergic blockade: safety and efficacy authors: john f. Swietlik, emily a. Knott, katherine c. Longo, e. Jason abel, shane a. Wells, meghan g. Lubner, paul f. Laeseke, timothy mccormick, j. Louis hinshaw, fred t. Lee jr., timothy j. Ziemlewicz citation: cardiovascular and interventional radiology (2020); 43:13841391. Https://doi.org/10.1007/s00270-020-02547-w the aim of this single-center, retrospective study is to evaluate the safety and efficacy of adrenal microwave ablation performed with continuous intra-arterial blood pressure monitoring (iabpm) and without alpha-adrenergic blockade (aab) as pretreatment. Between 2011 to 2018, a total of 11 patients (9 male and 2 female; mean age = 65 years; age range = 4479) underwent microwave ablation to treat for metastatic rcc, hcc, esophageal carcinoma, adrenal adenoma, with a total of 15 adrenal tumors with a mean size of 3.3 cm (1.46.9 cm). Cases were performed without prior aab, but with continuous iabpm and rapid intervention using shortacting antihypertensive medications. All procedures used a single mw ablation system (certus 140; ethicon). Reported complications included hypertensive crisis: patient a: a (B)(6) male patient had 4 episodes of hypertensive crisis during the procedure and was treated acutely with short-acting antihypertensive medications, including nitroglycerin, esmolol, and labetalol. Patient b: a (B)(6) male patient had 3 episodes of hypertensive crisis during the procedure and was treated acutely with short-acting antihypertensive medications, including nitroglycerin, nitroprusside, and labetalol. Patient c: a (B)(6) male patient had 1 episode of hypertensive crisis during the procedure and was treated acutely with short-acting antihypertensive medications, including nitroglycerin and labetalol. Patient e: a male patient, at (B)(6) had 1 episode of hypertensive crisis during the procedure and was treated acutely with short-acting antihypertensive medications including nitroglycerin. He underwent repeat ablation at (B)(6) year-old and had another episode of hypertensive crisis during the procedure and was treated with nitroglycerin, nitroprusside, and esmolol. Patient g: a (B)(6) male patient had 2 episodes of hypertensive crisis during the procedure and was treated acutely with short-acting antihypertensive medications, including nitroglycerin, esmolol, and labetalol. Patient h: a (B)(6) male patient had 3 episodes of hypertensive crisis during the procedure and was treated acutely with short-acting antihypertensive medications, including nitroglycerin. Patient I: a (B)(6) female patient had 5 episodes of hypertensive crisis during the procedure and was treated acutely with short-acting antihypertensive medications, including nitroglycerin and labetalol. Patient j: a (B)(6) male patient had 1 episode of hypertensive crisis during the procedure and was treated acutely with short-acting antihypertensive medications, including nicardipine and esmolol. In conclusion, microwave ablation of adrenal tumors without aab was safe and effective when performed with continuous arterial line monitoring of vital signs and the use of short-acting, rapid-onset antihypertensive medications.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2021. Additional information was requested, and the following was obtained: does the author/surgeon believe that the neuwave devices mentioned in this article caused/contributed to the reported events in the article? All of the reported events were related to the use of the neuwave device. However, similar events occur with any energy-based ablation of adrenal tumors and are not specific to the neuwave device.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2022.